Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that the pressure monitoring set was leaking blood and saline at the transition near the planecta. The device was discarded. No patient injury to report.